Event description:
It was reported that the device was used during a laparoscopic gastric bypass, the device stopped working. New device had to be opened and used to complete the case. There was no pt consequence.

Manufacturer narrative:
Eval summary: the device was received with the blade scratched, gouged and cracked. The device was tested and found to be nonfunctional due to the condition of the blade. The hand-activated buttons were tested and functioned properly.